Event description:
Pt implanted with prodisc-l at l4-l5 and synfix at l5-s1 (B)(6) 2011. Post-op, prodisc-l migrated anteriorly. Prodisc-l explanted on (B)(6) 2011 and replaced with synfix at l4-l5. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Review of the device history record showed that the parts were processed within specification and the raw material conformed to all specifications.